Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently pump touchscreen was unresponsive and pump did not detect the cartridge. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.